Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor drive unit had a weak motor and had a hard time driving the blade. The case was successfully completed with another motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.